Manufacturer narrative:
Device received with unresponsive buttons due isolated to corroded keypad connector. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test or verify pump error 130 due to unresponsive keypad. Motor was tested outside and passed, however device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alarm which generated when the pump detects movement in hall sensor counts that was unexpected since the pump did not command motor movement and keypad anomaly. Customer's blood glucose level was unknown at the time of incident. Customer was unable to clear the alarm. Customer stated all buttons were not responding. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.